Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the guide wire became kinked or damaged against the anatomy causing tip to break and stretching the coils during retraction. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the distal anterior tibial artery with moderate tortuosity, heavy calcification and 100% chronic total occlusion. During use, the ht proceed guide wire elongated at the tip and separated from the core causing the guide wire to lose all tactile feedback. The entire guide wire was able to be removed intact from the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.